Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). There was no reported device malfunction and the product was not returned. Dissection is listed in the xience xpedition everolimus eluting coronary stent systems instructions for use as a known patient effect of coronary stenting procedures. Although a relationship between the reported patient effect(s) and the device, if any, cannot be determined, there is no indication of a product quality issue with respect to manufacture, design, or labeling. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event.

Event description:
It was reported that the procedure was performed to treat a de novo coronary lesion in the mid left anterior descending artery with mild tortuosity and moderate calcification. The lesion was predilated and implanted with the 3.0 x 18 mm xience xpedition; however, while checking coronary angioplasty, a dissection was observed. Another stent was used to cover the dissection. There was no reported clinically significant delay in the procedure. No additional information was provided.